Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During emergency cesarean, when performing hysterorrhaphy and hemostasis of blood vessels, this suture was fraying and broke more than once, even on knots that had been knotted. Also, the needle bends, does not maintain its shape during operation. This causes the patient to bleed more than expected, jeopardizing their health.